Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 4.7. New pt self tester reports having a consistently high inr in the inratio meter. Results are usually in the mid 4's. Customer did not do lab comparison when she got the meter. Pt's dose was lowered from 5 mg coumadin daily and 7.5 mg once a week; to 5 gm daily and skips twice a week.

Manufacturer narrative:
Investigation pending.